Manufacturer narrative:
Occupation: other healthcare professional- assistant manager (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a "foley bulb induction of cervix" using a cook cervical ripening balloon w/stylet; when inserting the ripening balloon, the certified nurse midwife pushed on the stylet, felt it bend, as well as felt resistance in the stylet. When it was pulled out, the stylet was found to have punctured the balloon at the blue plastic tip of the device. The entire balloon was removed, and another unspecified device was used to complete the procedure successfully. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, quality control data, and trends. One device was returned for investigation. The device returned was used and in open state. Device returned with stylet inside the balloon. The stylet has punctured the tip and is protruding 5 mm out from the tip. The hole is approximately 3 mm from distal tip. The stylet is bent in several locations; starting 2 cm from distal tip and extending up to 20 cm. Visual examination notes the stylet is missing the handle. The stylet extends from the proximal end of balloon catheter approximately 4 cm. There are visible signs of excessive force. A review of the device history record shows there were no related non-conformances associated with the complaint device lot number. A review of complaint history records revealed this complaint is the only one associated with lot number 9227866. A review of relevant manufacturing documents was conducted. The stylet component of the device is inspected visually and functionally during the manufacturing process. The cook cervical ripening balloon with stylet is shipped with instructions for use (IFU) which clearly state the proper warnings, precautions, and instructions for use with each device. The IFU warns: ¿ the stylet should only be used to transverse the tip catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. ¿ loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. ¿ tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. ¿ use the cervical ripening balloon with stylet to traverse cervix if necessary. Note: once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. This is the only complaint associated with this production lot. There is no indication that a design or process related failure mode contributed to this event. The complaint device was returned for evaluation, and the stylet was confirmed to protrude the tip of the catheter. The stylet handle, however, was not returned. The visual examination of the returned portion of the device noted that the stylet was bent in several places and there are visible signs of the use of excessive force. The complaint was confirmed based upon evaluation of the returned device. Based on the reported information and device evaluation, the likely cause of the event was the user not following the IFU. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
There has been no new information received since the last report was submitted.